Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose, decreasing from 250 mg/dl to 200 mg/dl over approximately two and a half hours while using the ilet bionic pancreas, with continued decline below 200 mg/dl during the call; the pump had been in use for a few weeks and the infusion set and supplies were confirmed to appear normal after a same-day change. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alerts or alarms. Investigation included guided troubleshooting and user education by support personnel. Investigation of this case revealed no device malfunction or component issue based on consistent glucose decline and normal supply status, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.